Manufacturer narrative:
This incident occurred outside the united states. This complaint is associated with the accu-chek flexlink plus recall initiated on 02/21/2011. Further investigations are ongoing within an assigned taskforce.

Event description:
The patient reported, she inserted a new infusion set headset at 7:00 am on (B)(6) 2010 - (B)(6) 2010 and at 9:00 am the next morning, she noted irritation on her skin. She removed the headset and found the cannula was bent and there was bleeding at the site. No blood glucose issues were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.